Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, a gauze caught fire while applying the monopolar coag energy with the permanent cautery hook (pch) instrument. The gauze was removed immediately; however, it burned the tip of an air seal cannula. The customer would not be returning the pch instrument, since the surgeon does not believe there was a problem with the instrument. The issue occurred at the beginning of the procedure and the procedure was completed with the same instrument. There was no injury to the patient or procedural delay as result of the alleged issue. The pch is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook (pch) instrument be returned for evaluation, however the customer will not be returning the instrument to isi for further investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the permanent cautery hook (470183-14/ n10200831 0065) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 0 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the last procedure was provided for review. Isi received images of a broken pch instrument. A review of the images was conducted by an isi failure analysis engineer (fae) and found the following information: it showed that the burning gauze was grabbed by a fenestrated bipolar forceps instrument. The permanent cautery hook instrument appeared to be moved away from the gauze. One of the images showed the pch was applying monopolar coagulation energy, with the hook in contact with tissue and the wrist in contact with the gauze. The gauze appeared to be starting to burn, as the fibers next to the wrist exhibited browning. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by clinical development engineer (cde) and following additional information was provided: the tissue effect does seem more pronounced with cautery likely on the high settings, however no arcing was observed. The flame seen in air was following the monopolar cautery. However, the flame did not spread. When the monopolar cautery used next to the gauze, the flame was able to spread and catch the gauze. The gauze was able to be removed and it did not look like there was any debris on tissue or tissue damage. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that gauze caught fire while applying the monopolar energy with the pch instrument. The gauze was removed immediately; however, it burned the tip of an air seal cannula. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.